Event description:
The complaint was reported as: the customer alleges that after several uses the 2 liter reservoir latex bag develops small pin holes. The caregiver reports that his son's physician prescribed this device in lieu of a conventional CPAP set-up. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) of batch number 02a1101055 of (B)(4) was reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint reported. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation, it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the defective sample becomes available this investigation will be updated with the evaluation results.